Event description:
Patient presented to eye care practitioner with pain and photophobia in left eye on (B) (6) 2008. Diagnosed as corneal abrasion caused by defective contact lens. Patient was provided with a hydrogel (soft) bandage contact lens. Patient was seen (B) (6) 2008. Healing was progressing well; nearly complete, prognosis is complete recovery with ability to wear contacts again. Patient was subsequently refitted with soft contact lenses since the abrasion healed completely. The primary eye care practitioner indicated the patient is unable to extract contacts from eyes with fingers, and must use a plunger. The practitioner suspects the means of lens extraction contributed to the injury. No lens has been returned to the manufacturer.

Manufacturer narrative:
Manufacturing records were examined.